Manufacturer narrative:
The valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The device met the requirements for reflux, leak, pressure-flow and pre-implantation testing. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device describe the patency test procedure for csf burr hole valves as follows: depress the valve dome, place a finger over the opening at the end of the outlet connector and release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. Following that, remove finger from the outlet connector opening and depress dome. If fluid flows out of the outlet connector, the valve is patent. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the when surgeon was trying to fill up the reservoir, it would not inflate. According to the report, another valve of the same style was used and there were no issues.